Event description:
It was reported that the patient underwent primary total hip procedure on (B)(6) 1998. Revision surgery was performed on (B)(6) 2012, due to malpositioning. All components were removed and replaced, but only the mallory head shell was manufactured in biomet (B)(6). No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 6 MDR reports filed on the same event. (Also reference 0001825034-2012-00418 / 422).